Event description:
Reporter stated that, after use, the softclix lancet separated from its casing and remained in patient's finger. Patient was able to manually remove the lancet from the site. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.